Event description:
It was reported that the doctor had 2 implants missing from the vials during the same procedure. They were able to complete the procedure with another implant. The 2nd implant had the plastic and cover screw inside, but was missing the implant.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-00170. Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-00170-2. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was not returned & one (1) empty outer and inner vial (already open) imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The reported event is non-verifiable with the information provided. As the packaging was already opened, the circumstances of device delivery could not be recreated. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot numbers: (1216960 & 1233549). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Upon review of the dhrs, packaging images have been attached to further verify the conformance of the packaging for the reported devices. Complaint history review was performed for the reported lot numbers: (1216960 & 1233549) for similar events using keyword (incorrect component quantity) and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (missing components) and the complaint is not related to the functional performance of the product. The most likely cause of the event is handling of the packaging, as the mentioned risks are associated with the packaging process, and review of the product final inspection revealed that all inspected product passed inspection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data/information. The associated MDR report number was entered incorrectly as (B)(4). Correction: multiple MDR reports were filed for this event. Please see the associated report: (B)(4).